Event description:
A letter was received from an attorney representing the wife of the user, special administrator of the estate of the patient. The user was allegedly sleeping in an invacare bed when he became trapped between the bed rail and bed and passed away due to positional asphyxia.

Manufacturer narrative:
An inspection reporter was received regarding this incident. The inspection found the deceased was not the original owner of the bed and it was unknown when he came into possession of the bed or where he obtained the bed rails and mattress. During the inspection it was noted that the bed had been moved to the garage after the incident had occurred. The inspection found the right-side bed rail (when standing at the foot of the bed facing the bed) was damaged and bent outward from the bed frame. However, based on the available information it was concluded that the user was found wedged in the left-side bed rail which appeared to be undamaged. The user¿s wife alleged the damage to the right-side rail occurred as a result of the incident. The inspector indicated this statement was inconsistent with information within the autopsy report. It was unclear how the user became entrapped. Damage to the mattress on the same side of the bed as the damaged rail was also found. The inspector believed the damage to both the mattress and right-side bed rail occurred prior to the incident. The bed itself was found to be fully operational using both the pendent and crank during the inspection. The inspector suggested further information gathering was needed to determine exactly what had transpired.

Manufacturer narrative:
The role the invacare product played in the user expiring after becoming trapped while using an invacare bed which had an unknown mattress and bed rails is unclear. The 5000ivc model is the head spring section of a complete bed. This section can be used with multiple invacare beds. When a set of invacare bed rails are shipped, a bed rail entrapment risk notification guide is provided with them. No return could be processed due to the reporter not agreeing to return the device at this time. Further details concerning what if any malfunction occurred, the device, and the details of the incident have been requested, no response has been received as of yet. If further information is received a follow up medwatch will be filed.

Event description:
A letter was received from an attorney representing the wife of the user, special administrator of the estate of the patient. The user was allegedly sleeping in an invacare bed when he became trapped between the bed rail and bed and passed away due to positional asphyxia.

Manufacturer narrative:
Invacare received additional information from the lawyer representing the family who provided a picture of the model and serial number from the bed, a copy of the autopsy, a copy of a death certificate, a copy of both the bed rail instructions and the bed manual, and identified the rails as probasics model: 7035. No information was given concerning the mattress that was in use. No further information concerning the incident was provided at this time. Should further information be received a follow up will be submitted.

Event description:
A letter was received from an attorney representing the wife of the user, special administrator of the estate of the patient. The user was allegedly sleeping in an invacare bed when he became trapped between the bed rail and bed and passed away due to positional asphyxia.